Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, good; handle/bobbin alignment, n/a; seal chamber, good; stopcock condition, good; stylet/cannula condition, good; stylet/needle condition, tissues between stylet and cannula, no and zone good. Functional tests & results: stylet retracts, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional tests, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with a slight bend in the shaft, but was otherwise in good physical condition. No conclusion could be reached as to how the shaft had become bent. The instrument was functionally tested with the spring force test and the indicator test and functioned with design specs. It was concluded that the instrument was conforming to design specs. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The uv120 was during a diagnostic laparoscopy. The device was inserted into the patient and the surgeon tried the saline test but could not force fluid through the device. The device was pulled out and there was tissue stuck in the tip of the blade and it was exposed. Another uv120 was opened to complete the case. The surgeon looked into the abdominal cavity after insertion of the camera and noticed the uterus had abraided by the uv120. It was not bleeding and no coagulation was needed. There was no consequence to the patient.